Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Photo investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the images provided, the adaptpl 1.3 12ho ti was observed to be broken in situ. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition could be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review: part number: 421.312 lot number: 037104 part manufacture date: n/a manufacturing location: n/a part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient was implanted with 1.3mm ti straight plate 12 holes/47mm. On (B)(6) 2021 the implant broke. The patient has to undergo revision surgery. The revision surgery is pending. No further information provided. This report is for one (1) 1.3mm ti straight plate 12 holes/47mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the plate (part# 421.312, lot# 037104 qty# 1) was returned and received at us cq. The device numbers cannot be confirmed from the returned device. Upon visual inspection, it is observed that the plate was broken into two pieces. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post-manufacturing damage and due to the design of the device. Document/specification review: the following drawing(s) was reviewed: 1.3 adapt. Platte: smw_201084 rev. E (current) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the returned plate as it was broken into two pieces. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part number: 421.312, lot number: 037104, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number.,lot # provided is not a valid number, therefore, the DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device history review - a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number.,a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required.